Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 30 degree endoscope was analyzed. Failure analysis was unable to replicate the reported issue; however, system invalid tool error 282 was found in the logs. The endoscope was tested and placed on in-house system or equivalent for functional testing and failed to not recognize. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration, and the damage was located at zone c near the endoscope housing. Furthermore, the endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter removed from endoscope housing and evaluated and found with shaft bearing contributing to friction. Also, the distal window located at the distal tip was visually inspected and found to have a broken or detached piece. The endoscope was tested and place on an in-house system for cable testing and failed due to wahoo paddle board (wpb) defect. The probable root cause of the damaged distal window is attributed to damage during use, which can result from inadvertent collisions with hard surfaces, falling endoscope or caused by improper cleaning during reprocessing.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 30° endoscope plus exhibited no image. The procedure was completed with no reported patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no fragments fell into the patient, and the issue occurred prior to use on a patient. There were no reports of fragments falling during use, no actions were required, and there were no post-surgical complications related to retained foreign material.